Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed the battery was degraded. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported battery communications lost alarms were due to an an intermittent connection with the battery while the degraded battery was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed battery communications lost alarms during use on a patient. There was no patient harm or serious injury reported as a result of this incident.